Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a lesion in the proximal lad. When it was attempted to place the orsiro mission stent, it was not possible to give pressure, and a balloon rupture was assumed.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon is well folded and has not been inflated but blood and contrast medium residue was observed in the balloon- and inflation lumen. The stent is slightly deformed at both ends, i.e. Few struts are bent outwards. Outside of the deformed zones, the crimped stent diameter complies with the specification. The device shaft is kinked and twisted at the guide wire exit port. The guide wire exit port is damaged. Functional testing was performed by inflating the device up to 16 atm (rbp) during which the balloon opened normally. However, the pressure did not hold. Water was leaking from the guide wire exit port. Microscopic inspection of the guide wire exit port revealed a damage of the inflation lumen at the kink in the device shaft. Review of the product release documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon is well folded and has not been inflated but blood and contrast medium residue was observed in the balloon- and inflation lumen. The stent is slightly deformed at both ends, i.e. Few struts are bent outwards. Outside of the deformed zones, the crimped stent diameter complies with the specification. The device shaft is kinked and twisted at the guide wire exit port. The guide wire exit port is slightly damaged. Functional testing was performed by inflating the instrument up to 10 atm (np) during which the stent opened normally and no leakage was observed. The reported complaint event could not be reproduced. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.